Event description:
It was reported that during an unknown procedure, after firing ec45a twice, the knife was stuck on the tissue. It was unable to move forward nor backward. There were no adverse consequences for the patient reported. It is not known how the procedure was completed.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back thus the device would not open. One ecr45b cartridge reload was loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, a clip was found lodged behind the knife resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed and the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, at what stroke did the issue occur? Just for clarification, on which firing did the event occur? Did the knife eventually return to the home position? Did the device open? If the device did not open, how was it removed from the tissue? Were any unexpected noises heard? Was the device difficult to fire? How was the case completed?